Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture. It was determined this was a result of a perforation. As a result, the rv lead was successfully repositioned. No additional adverse patient effects were reported.